Event description:
The plaintiff's attorney alleged the patient experienced arrhythmia and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.